Manufacturer narrative:
As of the date of this report, the universal seal has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that a piece of the universal seal broke off inside the insufflation tubing, potentially leading to a loss of insufflation/ pneumoperitoneum. The user removed and replaced the tubing with a backup. There were no reports of patient injuries.